Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed and the excessive no delivery alarm verified due to motor error alarm. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm and then a no delivery alarm. The blood glucose at the time of the incident was 104 mg/dl. The customer was able to rewind but then received two more motor error alarms during prime. The device was returned for analysis.